Manufacturer narrative:
A ge service representative performed an on site investigation. The contrast and brightness were adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the doctor was not able to use the system due to the poor image quality with dark images. This issue may cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.